Event description:
The device was returned due to tubing set error (ipc connection leak failure). Unit started up with no error. Log files indicated tubing set error (ipc connection leak failure). Performed mock infusion with no error. Performed recharge/hardware tests, unit passed. The pump was run through the secondary channel at a rate of 1000 ml/hr for a total of 10 hours immediately followed by a rate of 14 ml/hr for an additional 6 hours through the primary channel and no problem arose. No other damage found.

Event description:
The following has been reported: biomed reported: " tubing set problem-cassette misloaded". No patient harm reported. On 9/17, biomed reported: "tubing set problem-cassette misloaded". Although a fresenius kabi administration set was being used, the model# or lot# was not disclosed by the customer. A preliminary review identified the following issue: ipc connection leak failure an active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.